Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and a solution bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill two of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a disconnection between the solution bag and the supply line which resulted in the entire solution bag leaking on the patient¿s floor. The technical service representative assisted with clearing the alarm and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.